Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire got stuck since it could not be removed, very difficult to move and remove, no other catheter malfunctions were observed. The device was replaced for an alternate device and no patient complications occurred. The device is expected to return for laboratory analysis.